Event description:
Information was received from a patient (pt) regarding an external device. Pt could not read sn on controller. The reason for call was pt reports their controller is blank and will not turn on. Pt states they have tried a reset and plugged to wall already. Patient services (ps) advised to reset equipment and after reset pt states light is solid and once the battery placed was green and shut down and would not turn on. Pt could not see the sn for the controller and states too small. Ps advised to check for damage in which pt did not detect. While plugged to wall without battery pack seeing recharging not available. Pt was losing connection while plugged to wall with battery pack. Ps advised to try to not charge ins. The issue was not resolved. Caller stated they do not have a battery pack and confirmed that pt returned the battery pack with the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745ac. Product type: accessory product ID 97745. Product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac. Product ID: 97745. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.